Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No analyzable data available. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. A revision was scheduled but the patient refused a new implant.